Manufacturer narrative:
Siemens became aware of discordant red blood cell (rbc) count and platelet (plt) results that were obtained on patient samples on an advia 2120i hematology system with dual aspirate autosampler. The customer performed a system decontamination, which resolved the issue. The customer indicated that the system is performing according to specifications. Siemens is investigating the issue.

Event description:
Discordant red blood cell (rbc) count and platelet (plt) results were obtained on a patient sample(s) using an advia 2120i hematology system with dual aspirate autosampler. The discordant results were not reported to the physician(s). The customer performed repeat testing using a non-siemens instrument. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant rbc and plt results.

Manufacturer narrative:
Siemens filed the initial MDR on 28-mar-2019. Additional information (09-apr-2019): siemens further investigated the issue and determined that the definitive root cause of the issue could not be identified. However, the event data indicates that the service actions performed by the hospital engineer, including clearing the red blood cell (rbc)/platelet (plt) chamber (system decontamination), resolved the reported issue. The result code and conclusion code were updated based on the additional information. The system is performing according to specifications. No further evaluation of this device is required.